Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high/undefined pacing impedances and a loss of capture. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead pacing impedance alert threshold was increased.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited increasing pacing impedance and triggered an audible alert for pacing impedance above the programmed upper limit. Additionally, the rv lead exhibited increasing/high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.